Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup operation. The device was at end of life (eol) due to normal battery depletion. After replacing the battery, the product code was down loaded and normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.